Event description:
A pt chipped his tooth on the underside of the fluoro tower when he began to cough and sat upright quickly while performing a lung lavage.

Manufacturer narrative:
The field service engineer was dispatched to install padding to the underside of the fluoro tower based on the hospital's safety department request.